Manufacturer narrative:
The device has been received but the evaluation has not been completed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, a boston scientific clip was lodged in the channel of the evis exera iii colonovideoscope from a different procedure and the clip fell out of the scope and into a different patient undergoing an unknown therapeutic procedure. The customer reported that five (5) boston scientific clips had been used in the previous procedure but only had gotten lodged in the channel. The scope went through bedside cleaning prior to being reprocessed in a medivator. The scope was then dried and used on a new patient. The doctor was able to remove the clip. There was no report of patient harm associated with this event.

Event description:
Additional information was obtained from the user facility regarding this event. The event occurred during a diagnostic (screening) colonoscopy. The clip had fallen into the patient¿s colon and was retrieved using a roth net, an x-ray was not needed for retrieval. There were no devices involved or replaced in the event. There was no delay in the procedure. The procedure was completed using the same device. Blood work was performed on the patient, no infection reported. The channel was brushed and it did not seem to be restricted by the technician. The scopes are reprocessed after every use. The last endoscopic support specialist (ess) visit to the customer site prior to this event was 6/19/2019. For automatic endoscope reprocessing, the customer uses dsd edge, serial number (B)(6). For bedside cleaning, the customer follows the endoscope cleaning guides outline by olympus for the evis exera iii colonovideoscope.

Manufacturer narrative:
Updated fields: a2, a3, a4, a5, b5 and g2 (added health professional and company representative). This supplemental report is submitted to provide information from the customer and the results of the ess visit. Ess was dispatched to the customer site and observed the pre-cleaning, leak test, manual cleaning, and storage processes performed by the customer. This was performed to ensure that the user facility was aware of the olympus guidelines on reprocessing. The customer did not deviate from the recommended process. The customer uses a non-olympus cleaning brush. The ess was able to perform a reprocessing in-service at the customer's request to fulfill their annual training. The customer will be using a non-olympus automated flushing machine and a non-olympus automated endoscope reprocessor. The customer was made aware that the manufacturer of the products will need to be contacted for the manufacturer¿s instructions.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the reported event: I) clips remained in the channel due to inappropriate clip usage in case a. Ii) insufficient channel reprocessing of the device, performed after case a, did not remove clips in the channel. Iii) in case b, a clip stuck in the channel was expelled when the device was used. Therefore, the root cause of the failure can be traced to the user. The event can be detected/prevented by following the instructions for use (IFU) which states: - section 4.2 insertion : suction : warning: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. For reference, IFU (procedure) of resolution clip manufactured by boston scientific has the following description: caution: do not remove an unsheathed open clip through the endoscope working channel, otherwise endoscope working channel damage may result. In addition, since the IFU (operation manual) has the following description, if the clip was stuck between the tip opening of the forceps channel and the forceps plug cap, it would have been possible to detect it before the start of case b. - section 3.8 inspection of the endoscopic system _ inspection of the instrument channel: 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. The following non-reportable malfunctions were found during the device evaluation: the instrument channel leak test failed. There was a chip on the switch/camera. The biopsy channel was leaking due to tear and scrape marks. There was low angulation. The up/down control know had play. The distal end of the plastic complete video was dented. The light guide lens was chipped. The adhesive of the bending section cover was cracked. The barcode on the grip was damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.